Event description:
A malfunction alarm was reported concerning a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions given by technical support to reset the pump, after which the cgm error did not reoccur, and the customer successfully started a new sensor session.